Event description:
It was reported that two cartridges did not fit onto the pump. Reportedly, the cartridge o-rings were missing. The customer loaded a new cartridge to address the event. There was no adverse impact to the customer's blood glucose level.